Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions, sacrocolpopexy, vaginal biopsy, and cystourethroscopy due to pop, sui, and cystocele. It was reported that the patient underwent mesh revisions on (B)(6) 2010 and (B)(6) 2011 due to discharge, bleeding, infection, dyspareunia and erosion.